Event description:
Patient had sternal plate implanted on (B)(6) 2012. Patient reported feeling a movement approximately four to five months before report date. Surgeon could not palpate any movement and CT scan was normal. Sternal plate was explanted from patient on (B)(6) 2013. Upon removal of the plate, the emergency release pin was sheared in half at the u cephalic level. Patient had full union. Surgeon reported tissue underneath where the plate had laid as having a black residue coloration. Patient is reported as doing well. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device received for evaluation. A manufacturing evaluation was conducted. The report indicates the device received with three parts (460.039.2, 460.039.1, 460m022). 460.039.2, here forward referred to as the male component, was received with numerous surface scratches on the top side of the plate and three larger scratches/gouges on the bottom side. Several of the holes along the shaft portion were visually deformed due to custom bending of the plate outside of manufacturing. The tab portion shows significant areas of rubbing including rolled over edges. Lastly, there is visual deformation of the cross holes, making them more elliptical than typically seen during manufacturing. 460.039.1, here forward referred to as the female component, was received with numerous surface scratches on the top side of the plate. Several of the holes along the shaft portion were visually deformed due to custom bending of the plate. The slot area shows significant areas of rubbing including rolled over edges, and material rolled inside the cross-holes. 460m022, here forward referred to as the pin component, was received with four areas of grey discoloration. Also, this pin was cut 2/3 of the way from the curved end. During the evaluation of the male, female and pin components, it was found that three features are currently outside of manufacturing specification. These features are slot length and slot width on the female component, and the position of the cross-hole located closest to the shaft on the male component (no inspected features failed on the pin). The two failing features on the female are related; as the slot width is increased by bending the tips away from each other, the distance from the tips to the end of the slot is decreased. The bending forces experienced by the female component would also cause the male component to fail as well; by deforming the cross-hole enough to alter its location. These failures are related and due to the rubbing and bending of the male and female components (as outlined above) occurring after manufacture. The device history records show that all features, on all three components, met specifications at time of these products were released. The investigation is on-going. Manufacturer name, city and state corrected from (B)(4) to (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates this evaluation is for the pin (460.022) as part of the full assembly (460.039). The technique guide for the titanium sternal fixation system and brochure state that the pin allows for quick and easy sternal re-entry in cardiac emergency cases. Mechanical testing was performed on a variety of titanium plates with pins versus cerclage wire. It was unclear from the complaint description and the additional information provided how the plate was used. Product development (pd) called the sales consultant (sc) to obtain more information but was unable to determine how many plates and/or wires were used in conjunction with this plate. It is also unclear what may have contributed to the black residue-coloration under the plate. This discoloration cannot be evaluated since a sample specimen was not provided. Section 13 of the technique guide recommends that a minimum of three (3) plates be placed on the sternal body following a sternotomy in the absence of additional surgical wires; if one (1) plate is used a minimum of four (4) surgical wires must be used in conjunction with the plate. If this technique is not followed, the plate will be subjected to higher than anticipated loading that could lead to plate/pin breakage as described in the complaint. It is unclear with the provided information how many plates and/or wires were used in conjunction with this plate. Additionally, it is unclear if the tongue and grove (pin connection) on the plate is bent in-plane from preoperative bending of the plate or if its from cyclic loading of the patient breathing. Section 8 of the technique guide recommends being careful not to deform the pin section of plate halves while contouring. If the pin connection is bent during contouring this could weaken the plate/pin causing breakage or further bending from anatomical loading. Bending the pin connection may also make it difficult to remove/insert the pin in cases of emergent reentry. The increased gap in the pin connection allows for greater rotation in-plane and may change the anticipated failure mode. The pin sheared in one location as opposed to multiple locations at each connection in the tongue and groove as would have been the anticipated failure mode. The failure mode of the pin was recreated by pd by replacing the pin with a similarly shaped material with a lower yield. Therefore, it can be concluded that the splayed open tongue and groove connection contributed to the pin breaking but the cause of the bent tongue and grove is unclear with the provided information. The risk assessment for the titanium sternal fixation system core dossier does address the emergency release pin breaks post-operatively. This risk assessment does adequately address this complaint. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.